Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was sent to the service center for evaluation. The reported issue (no suction) was confirmed. Replaced worn fingers on complete pressure adjusters with tip replacement kits as identified in the investigation to address the reported issue. Also replaced broken left lexan cover. The unit passed all functional tests and is fully operational. Possible root cause for the user to experience the reported failure could be due to fair wear and tear as the device is approximately 10 years old and could¿ve seen heavy use in the field. A review of lot/batch history for legacy fms product complaint is not possible since legacy manufacturing no longer exists. A review of the depuy synthes mitek complaints system revealed two similar and two dissimilar complaints for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). (B)(6).

Event description:
It was reported by the biomed that during an unknown procedure, that they had a problem with the pump "suction issue". They used the same one to complete the case no patient consequence. They want to send the pump for repair.